Event description:
It was reported that the reactiv8 system was explanted due to extensive fluid collection around the battery skin wound, which extended to both leads to the left paraspinal regions. A persistent infection around the implantable pulse generator that did not resolve with oral antibiotics. Therefore, the device was explanted. The ipg and the leads were removed and intact. The ipg pocket site was left open to ensure all fluid was drained from the wound. The ipg site was closed two days later, and the patient was discharged. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4) other device explanted. Model: 8145 description: reacti8 implantable stimulation lead serial numbers:(B)(6) UDI#s: (B)(4). The ipg and lead assemblies were evaluated. The ipg passed the functional testing and operated within the manufacturing specifications. There were no allegations against the lead's functionality. No functional testing was performed because the leads were received cut into three segments. Visual inspection of the ipg and leads revealed no anomalies or damage. The device history record of the ipg and leads was reviewed. No relevant non-conformances were found to be associated with the alleged infection. H6 updated.

Event description:
It was reported that the reactiv8 system was explanted due to extensive fluid collection around the battery skin wound, which extended to both leads to the left paraspinal regions. A persistent infection around the implantable pulse generator that did not resolve with oral antibiotics. Therefore, the device was explanted. The ipg and the leads were removed and intact. The ipg pocket site was left open to ensure all fluid was drained from the wound. The ipg site was closed two days later, and the patient was discharged. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145. Description: reacti8 implantable stimulation lead. Serial numbers: (B)(6). UDI#s: (B)(4).